Event description:
Event description cpi received information that due to inappropriate shocks, the rate sensing portion of this endotak transvenous defibrillation lead (0064) was capped. The shocking portion remains active. Another cpi lead (0014) was implanted.